Event description:
It was reported to covidien on 03/24/2009 that a customer had an issue with a hemodialysis catheter. The customer reports blood was noticed on the dressing of the catheter. During dialysis, blood was leaking from the catheter where the silicone extension tubing meets the hub of the catheter. Catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: 04/21/2009. An investigation is currently underway; upon completion, the results will be forwarded.